Manufacturer narrative:
(B)(4). Date of initial report: 08/24/2016. Date of follow-up report: 10/11/2016. One used lf1212 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on simulated tissue as well as porcine kidney samples, using a range of vessel sizes to detect any sealing issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. No sticking occurred. The investigation found the device to function normally and within specifications. A review of the device history records for this lot could not be performed because a lot number is not available.

Manufacturer narrative:
(B)(4). Date of initial report: 08/24/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a hepatectomy procedure, tissue adhered to the jaws. The device was used until the end of the procedure. No bleeding reported. No tissue damage reported. No patient injury reported.